Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The unique device identifier (UDI) is not provided because the manufacture date is before (B)(6) 2014.

Event description:
It was reported that the patient's extension had fractured. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the extension was explanted and replaced to address the issue.